Manufacturer narrative:
Failure analysis for fiber (B)(4): the metal cap is detached and not returned; the glass cap exhibits severe devitrification at the output window; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 265,692 joules of use and 34 minutes while using the surgical fiber during a prostate procedure, the fiber broke / was damaged. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury patient injury reported.